Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the other people had fallen and the wire had broke. Patient reported some people twisted the wrong way and it broken. She reported another lady said she had a real soft fall on the grass and her lead broke. Patient said more than on person mentioned they had "issues" with it. Patient did not have any further information regarding the events and did not know patient names or device identifiers associated with these events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The caller reported that other people have had problems with out of regulation (oor) messages and the leads not working necessitating surgery. No further information was available. No further patient complications have been reported as a result of this event.